Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was also reported that the leadless implantable pulse generator (ipg) was pacing randomly. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.